Event description:
It was reported that the patient had a revision of her lead. Subsequently, she was not able to adjust her stimulation and a power-on-reset condition (por) was seen with a "call your doctor" message on the patient programmer noted. Further information was requested.

Manufacturer narrative:
(B) (4).